Event description:
Customer reported experiencing more significant tears than using while using the catalys system with serial number (B)(6). No further information was provided.

Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Section d6a: if implanted, give date: not applicable, as the system is not an implantable device. Section d6b: if explanted, give date: not applicable, as the system is not an implantable device. Section h3: our field service engineer (fse) was onsite to and performed preventative maintenance. System was performing to specifications. Fse replaced rfid reader. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
The field service engineer inspected the catalys system and identified a significant fingerprint on the optics, which was successfully cleaned. Preventative maintenance was also completed during the visit. Jnj clinical application specialist followed up with the site, and they have no additional concerns or issues to report at this time. Investigation was performed and no malfunction was found, however minor adjustments or calibrations were performed. The probable cause for the event was the fingerprint in the objective lens. System met all specifications prior to release. No product deficiency was identified. All pertinent information available to johnson & johnson surgical vision, inc has been submitted.

Manufacturer narrative:
Corrected data: based on further review of the complaint file, it was noted that the device manufacturer date information was not included on the initial medwatch report. The following sections have been updated accordingly. Section h4. Device manufacture date: 03/25/2015.